Event description:
It was reported that when connecting to the implantable neurostimulator (ins) with the tablet, an error message occurred. The tablet was turned off and restarted and when they connected the second time, a message popped up saying there was an error of the date. "Continue" was chosen and then it worked correctly the second time. The issue was resolved. The validation error code read "00 01 00bb" and the system error read "(B)(6)." The issue was resolved. Surgical intervention did not occur and was not planned.

Manufacturer narrative:
Continuation of d10: product ID a71200 lot# serial # unknown implanted: explanted: product type software, ubd: unknown, UDI #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.